Event description:
Per (B)(4) billing at the (b)(,6. The pt will be injecting monovisc off label into the right hip joint due to osteoarthritis of the hip. "Is the product compounded: no, is the product over-the-counter: no."